Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received fully submerged in cloudy 0.2% glutaraldehyde solution inside a return kit jar. The valve was discolored showing evidence of blood contact. As received, leaflet 1 appeared partially closed while leaflets 2 and 3 remained open. Vegetation was observed on the inflow and outflow of leaflets 1, 2 and 3. Adherent vegetation was noted on the inner wall and outflow margin of attachment of all leaflets. Leaflets appeared intact; no tears or damages were noted. A free edge split was observed on leaflet 1, approaching com 3-1. Vegetation covered the tops of commissures com 3-1, com 1-2 and com 2; commissures appeared intact. Remnants of thick, off-white pannus were found along the fabric; three holes were observed in the inflow crown area. Fraying on loop 3 was observed; no damages noted on the other loops. Broken sutures were found on the inflow crown of leaflet 3 adjacent to the damaged fabric, damages possibly associated with the explant procedure. No damages such as deep gouges or fractures were observed on the wires. Thick, off-white pannus lined the outflow crown extending into the inner lumen. Off-white pannus lined the inflow lumen of the fabric. Thick vegetation was observed on the outflow inner lumen extending into the inner wall, leaflets and commissures. Radiography revealed no evidence of frame fractures or calcification. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: multiple post harmony tpv implant transthoracic echocardiogram (tte) & transesophageal echocardiogram (tee) echo videos between on (B)(6) 2025 were reviewed. They all show large mobile echogenic masses noted on the valve inflow and leaflets. Its difficult to quantify growth over time, however mass may be larger beginning 3.5. These are likely consistent with vegetations reported on the condition of the returned device. The images are limited to 1-2 / 3 sec video clips per study and no doppler information was provided. These factors limit the accuracy of assessing over-all valve and cardiac function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two and a half months following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was diagnosed with infectious endocarditis and was hospitalized. It was noted that the patient previously had atopic dermatitis, which could have predisposed the patient to endocarditis. The patient was febrile at over 40°c, and echocardiogram revealed vegetation throughout the stent frame and on the valve leaflet. Follow-up observation revealed findings suggesting the dissection of vegetation, and a flow rate of just under 4 m/sec. Additionally, findings of pulmonary embolism were observed in various parts of the lung on computed tomography, and the patient was diagnosed with a pulmonary abscess. Subsequently, antibiotics were administered, the valve was surgically explanted, and a curettage of the infected area was performed. During the explant surgery, the valve was fully explanted, and a pulmonary valve replacement was performed. Upon withdrawing from the cardiopulmonary bypass, poor ventilation was observed. After ventilator adjustments, the patient was able to come off of bypass. Following the surgery, the patient returned to the intensive care unit. It was noted that the ventilator was later able to be removed, but the patient had significant cavitation lesions in the lungs and monitoring was continued. The patient was undergoing rehabilitation.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the organism that was cultured was methicillin-susceptible staphylococcus aureus.